Event description:
It was reported that during a da vinci-assisted ventral hernial etep surgical procedure, the joint at the head of the prograsp forceps instrument was noted to be dislodged/out of alignment. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage observed was clarified to be a bent/misaligned tip. There were no fragments observed to be broken off or completely detached from the instrument and the instrument did not collide with any other instruments or tools during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was still attached with the instrument. The pin outer diameter measured approximately 0.0140" at the swaged end compared to the nominal pin diameter of 0.0710". Measurement results suggest the pin is partially swaged. The grips and other components adjacent to the dislodged pin did not show damage. The complaint was confirmed by failure analysis, which.